Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A facility representative reported that during a intraocular lens (iol) implant procedure, the lens failed to advance into the patient's eye. There was patient contact, but there was no reported patient harm. Additional information was requested.

Manufacturer narrative:
The device was returned. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been fully advanced outside of the nozzle tip. No damage observed. The lens was not returned. The nozzle was removed and cleaned for further evaluation. A qualified viscoelastic was indicated. The reported event of "lens stuck" could not be verified. The lens was not returned. No problem was found with the returned device. The plunger has been fully advanced outside of the nozzle tip. No damage observed. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).